Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and device expulsion ("coils had migrated to uterus/migration of essure device(location of device)") in a 34-year-old female patient who had essure (batch no. 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain upper. Concurrent conditions included overweight, endometritis, postpartum depression and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 3 months 12 days after insertion of essure, the patient experienced depression ("depression"), anxiety ("anxiety") and self-injurious ideation ("self harm"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), menorrhagia ("abnormal and excessive bleeding during menstruation/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2012, the patient experienced headache ("headaches"), migraine ("migraines"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and vision blurred ("blurry vision"). The patient was treated with fluoxetine, surgery (total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, headache, back pain, mood swings and menorrhagia outcome was unknown and the vaginal haemorrhage, depression, anxiety, self-injurious ideation, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased and alopecia had not resolved. The reporter considered alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, self-injurious ideation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: satisfactory placement and full occlusion of tubes ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and device expulsion ("coils had migrated to uterus/migration of essure device(location of device)") in a 34-year-old female patient who had essure (batch no. 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 3 months 12 days after insertion of essure, the patient experienced depression ("depression"), anxiety ("anxiety") and self-injurious ideation ("self harm"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), menorrhagia ("abnormal and excessive bleeding during menstruation/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2012, the patient experienced headache ("headaches"), migraine ("migraines"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and vision blurred ("blurry vision"). The patient was treated with fluoxetine, surgery (total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, headache, back pain, mood swings and menorrhagia outcome was unknown and the vaginal haemorrhage, depression, anxiety, self-injurious ideation, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased and alopecia had not resolved. The reporter considered alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, self-injurious ideation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: satisfactory placement and full occlusion of tubes most recent follow-up information incorporated above includes: on 28-feb-2018: plantiff fact sheet received.events extracted per pfs:abnormal bleeding (vaginal),depression, anxiety, self harm,migraines,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vi blurry vision,fatigue,weight gain, hair loss.lot number,concomitant drug,concomitant disease added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and device expulsion ("coils had migrated to uterus/migration of essure device(location of device)") in a 34-year-old female patient who had essure (batch no. 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain upper. Concurrent conditions included overweight, endometritis, postpartum depression and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 3 months 12 days after insertion of essure, the patient experienced depression ("depression"), anxiety ("anxiety") and self-injurious ideation ("self harm"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), menorrhagia ("abnormal and excessive bleeding during menstruation/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2012, the patient experienced headache ("headaches"), migraine ("migraines"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and vision blurred ("blurry vision"). The patient was treated with fluoxetine, surgery (total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, headache, back pain, mood swings and menorrhagia outcome was unknown and the vaginal haemorrhage, depression, anxiety, self-injurious ideation, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased and alopecia had not resolved. The reporter considered alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, self-injurious ideation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: satisfactory placement and full occlusion of tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and device expulsion ('coils had migrated to uterus/migration of essure device(location of device)') in a 34-year-old female patient who had essure (batch no. 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain upper. Previously administered products included for an unreported indication: mirena from 2007 to (B)(6)2009. Concurrent conditions included overweight, endometritis, postpartum depression and ovarian cyst. On (B)(6)2010, the patient had essure inserted. In (B)(6)2011, the patient experienced mood swings ("mood swings/ hormonal changes") and dysmenorrhoea ("dysmenorrhea(cramping)"). On(B)(6)2011, the patient experienced depression ("depression/ psychological problem"), anxiety ("anxiety") and self-injurious ideation ("self harm"), 3 months 12 days after insertion of essure. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced menorrhagia ("abnormal and excessive bleeding during menstruation/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6)2012, the patient experienced migraine ("migraines/ headaches") and vision blurred ("blurry vision/ vision/eye problems"). In 2012, the patient experienced headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6)2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), adhesion ("adhesions"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis") and chest pain ("chest pain"). The patient was treated with fluoxetine and surgery (hysterectomy,bilateral salpingectomy on (B)(6)-2016. And total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6)2016.). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, mood swings, menorrhagia, vaginal haemorrhage, depression, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, alopecia and abdominal pain had resolved, the device expulsion, headache, back pain, adhesion, adenomyosis, endometriosis and chest pain outcome was unknown, the anxiety was resolving and the self-injurious ideation had not resolved. The reporter considered abdominal pain, adenomyosis, adhesion, alopecia, anxiety, back pain, chest pain, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, self-injurious ideation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 139 lbs. Patient received treatment for events- pelvic pain female, blurry vision, dysmenorrhea(cramping), depression. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: satisfactory placement and full occlusion of tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received: newly added events- abdominal pain, adhesion, adenomyosis, endometriosis, chest pain.onset date of previously reported events- pelvic pain female, blurry vision, dysmenorrhea(cramping), migraines, vaginal discharge, blurry vision was added, outcome of the previously reported event- pelvic pain female, dysmenorrhea(cramping), menorrhagia, vaginal hemorrhage, migraines, vaginal discharge, blurry vision, weight gain, mood swings, depression, fatigue, hair loss, anxiety, dyspareunia were updated, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), device expulsion ("coils had migrated to uterus"), headache ("headaches"), back pain ("back pain"), mood swings ("mood swings") and menorrhagia ("abnormal and excessive bleeding during menstruation"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, device expulsion, headache, back pain, mood swings and menorrhagia outcome was unknown. The reporter considered pelvic pain, device expulsion, headache, back pain, mood swings and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on 25-jan-2011: hysterosalpingogram result was satisfactory placement and full occlusion of tubes. Company causality comment this non-medically confirmed spontaneous case under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and experienced pelvic pain amongst non-serious events. Consumer underwent total laparoscopic hysterectomy and bilateral salpingectomy almost six years after insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. This case is regarded as incident as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and experienced pelvic pain amongst non-serious events. Consumer underwent total laparoscopic hysterectomy and bilateral salpingectomy almost six years after insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. This case is regarded as incident as a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.